Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Inspected two opened and used reservoirs. Perfomed leak test and one out of the two reservoir passed per specifications. No leakage anomaly noted. Remaining reservoir failed per specification due to occlusion found at the transfer guard. Checked o-rings and stopper groove for defects and none were found. Reservoirs connected and locked into place properly.

Event description:
It was reported that insulin from the reservoirs leaked past the o-rings. No further information was provided.